Event description:
It was reported that a filter was placed prophylactically one day prior to gastric bypass surgery. 5 days after the gastric bypass surgery, the pt returned to the hosp, symptomatic, with chest pains and shortness of breath. Imaging was performed and it was determined that the filter had migrated to the tricuspid valve. The dr successfully moved the filter down to the right common femoral vein using a 30 mm retrieval snare. The filter was removed from the femoral vein using a surgical cutdown. Upon removal, it was noted that the filter contained clot and tissue. The pt is doing fine.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as received 1 filter without the original packaging. The filter appears to have one missing leg broken about half way down and one missing hook. Two of the remaining legs are bent. It is unknown if the aforementioned defects occurred during the extensive removal process, which may have resulted in excessive force. The two missing hooks are the following: one from the leg still attached to the filter, and one from the broken leg. The complaint is confirmed as two of the six hooks are missing which would compromise the original design of the filter. Medical records review: the patient with history of deep vein thrombosis was admitted to the hospital and scheduled for prophylactic inferior vena cava (ivc) filter placement prior to gastric bypass surgery. The right common femoral vein was accessed and a retrievable inferior vena cava filter was deployed at the l3 level, below the renal veins. Hemostasis was obtained and there were no immediate complications. The patient tolerated the procedure well. One day post filter deployment, the patient underwent laparoscopic long limb roux en y gastric bypass with intraoperative esophagogastroscopy. The patient was discharged home in stable condition four days post hospital admission. Approximately six days post filter deployment, the patient presented to the emergency department with complaints of chest pain and irregular heartbeat. The filter was found to have migrated from the inferior vena cava position into the heart. The patient was taken to the cardiac catheterization lab and a snare and attempted extraction was performed; however, the device became lodged at the level of the right femoral vein and a cut down needed to be performed. The right groin was infiltrated and a cutdown on the right femoral vein was performed and dissection was carried down. The vessel was located and the vein was cut. The filter was extracted and a moderate amount of bleeding occurred. A partial occlusion clamp was placed on the femoral vein and was repaired with a two layer closure of 6-0 prolene. Hemostasis was obtained and the incision was closed. The skin was closed with staples. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the user that a filter was placed prophylactically one day prior to gastric bypass surgery. 5 days after the gastric bypass surgery, the patient returned to the hospital symptomatic with chest pains and shortness of breath. Imaging was performed and it was determined that the filter had migrated to the tricuspid valve. The doctor successfully moved the filter down to the right common femoral vein using a 30 mm retrieval snare. The filter was removed from the femoral vein using a surgical cutdown. The patient is doing fine. New information received: it was reported a vena cava filter was deployed after diagnosis of deep vein thrombosis/pulmonary embolism and in conjunction with a bariatric procedure. After an unknown amount of time post filter deployment, the filter allegedly migrated to the heart and was removed via an open chest procedure. Based on a review of the medical records received, the patient with history of deep vein thrombosis had a vena cava filter deployed at the l3 level. One day post filter deployment, the patient underwent gastric bypass surgery and was discharged home four days later. Six days post filter deployment, the patient presented with complaints of chest pain and irregular heartbeat; the filter was found to have migrated to the heart. The filter was snared and removed via a cutdown to the femoral vein. A moderate amount of bleeding occurred and an occlusion clamp was placed. Hemostasis was achieved and the skin was closed with staples. No additional information was provided in the medical records received.